Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: a review of the pump¿s black box history revealed a cs 064 call service alarm. This alarm was duplicated during the investigation. The pump cover was opened and an internal motor defect was found. Further testing on the pump was unable to be performed due to the motor failure. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. (B)(4).